Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays confirmed the lead had migrated out of the epidural space. Further intervention is planned after the patient recovers from an unrelated procedure.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.